Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed nor reproduced during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a flo-gard infusion pump with door damage. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the pediatrics department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.